Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the tip area. Initially it was reported that the temperature values stopped displaying on the smartablate® generator for the thermocool® smart touch® sf bi-directional navigation catheter and an invalid temperature error was displayed when trying to go into ablation and only dashes were displayed. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. The temperature issue was assessed as non MDR reportable. The ablation cannot be performed since there is no rf energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-jul-2023 there was reddish material inside the pebax and a hole on the surface of the tip area. The hole on the surface of the tip area was assessed as MDR reportable. The awareness date for this reportable lab finding was 10-jul-2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 13-jun-2023. The device evaluation was completed on 10-jul-2023 the device was returned to biosense webster (bwi) for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The temperature and impedance test was performed, and no temperature was displayed due to an open circuit in the tip area. The hole at the pebax could be related to the issue found and the issue reported by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported temperature issue and biosense webster inc. Analysis finding of the ¿reddish material inside the pebax and a hole on the surface of the tip area¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported temperature issue and biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿ issue. Manufacturer's reference number: (B)(4).